Manufacturer narrative:
The reported events of noise and inadequate capture were confirmed. A partial lead was returned in two pieces for analysis. External insulation abrasion was noted 18.8-19.5 cm from distal tip consistent with friction to another device or feature of the patient¿s anatomy. The cause of noise and inadequate capture was due to the external insulation abrasion found on the lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise and high pacing threshold were noted on the patient's right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.